Event description:
The customer reported a few drops of fluid leaked from the probe of the coulter ac·t diff 2 analyzer and was being left on the top of tubes after aspiration when performing in closed mode. The leak was not contained within instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing gloves and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
The customer began to troubleshoot the leak with help from the customer technical service (cts) over the phone. The customer flushed the probe wipe and the probe waste pathway but the probe continued to leak. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed fluid in the vacuum trap and the tubing through valve (lv8) was not completely attached to the valve. The fse adjusted the tubing to the valve, resolving the leak issue. The fse then performed verification of instrument and the instrument was returned to normal operation. (B)(4).